Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a robotically¿assisted laparoscopic supracervical hysterectomy with bilateral salpingectomy on (B)(6) 2012, and a morcellex was utilized to treat fibroids, pelvic pain and adenomyosis. It was reported that the patient¿s initial pathology revealed leiomyoma and endometriosis. It was reported that the patient underwent a biopsy showing foreign body reaction in the ovary removed (left) as well as the biopsy of the left ovary before removal on (B)(6) 2014, due to pelvic pain. It was reported that the foreign body was from the uterine artery embolization the patient had in the past. It was reported that there was no evidence of carcinoma. On (B)(6) 2015, the patient underwent a surgical procedure due to pelvic pain which revealed foreign body reaction but no cancer. No additional information was provided.